Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 498 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for no delivery was performed. Customer advised the alarm occurred during basal delivery. Customer advised the alarm recurred and the issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.